Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The bag to vent switch and the shaft were adjusted to fix the reported issue.

Event description:
The hospital reported that, the bag to vent switch is not working. There was no reported patient involvement.